Event description:
The manufacturer received information alleging a ventilator's flow was weak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information a ventilator's flow was weak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's inlet air path foam was found to have become dislodged and blocked the blower inlet. The air path foam needs replaced to address the issue. The inlet air path assembly was returned to the manufacturer's product investigation laboratory for investigation and it was confirmed the foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulates. In the previous submitted report incorrect coding was provided. The coding is corrected on this report.

Manufacturer narrative:
It was initially reported, the device's blower motor needs replaced to address the issue. The blower motor was not replaced. The device's inlet air path foam was found to have become dislodged and blocked the blower inlet. The air path foam needs replaced to address the issue.